Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, elevated intraocular pressure, pupil block, angle closure, shallow ac, significant reduction of irido-corneal angles with medication prescribed. Yag surgery was performed. Lens was explanted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: pupil block, yag, elevated intraocular pressure, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).